Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-01539. It was reported an error message occurred during use. The physician was performing a st-elevation myocardial infarction (stemi) case in the saphenous vein graft (svg) to the right coronary artery (rca) using an angiojet® ultra xmi® thrombectomy set, a spiroflex® angiojet® thrombectomy set and an angiojet® ultra system console. During priming outside the patient, the spiroflex displayed a "check saline tubing not primed" error. The ultra xmi was used for the first run in the svg; however a "check saline tubing not primed" error displayed. The device was removed and manual aspiration was used with a non-bsc catheter. No patient complications were reported. The vein graft was opened up; however all blood flow distal in the native rca was unable to be restored. The patient was converted to a do not resuscitate (dnr) and changed to hospice for palliative care.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a xmi thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any leaks, errors or alarms. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-01539. It was reported an error message occurred during use. The physician was performing a st-elevation myocardial infarction (stemi) case in the saphenous vein graft (svg) to the right coronary artery (rca) using an angiojet ultra xmi thrombectomy set, a spiroflex angiojet thrombectomy set and an angiojet ultra system console. During priming outside the patient, the spiroflex displayed a "check saline tubing not primed" error. The ultra xmi was used for the first run in the svg; however a "check saline tubing not primed" error displayed. The device was removed and manual aspiration was used with a non-bsc catheter. No patient complications were reported. The vein graft was opened up; however all blood flow distal in the native rca was unable to be restored. The patient was converted to a do not resuscitate (dnr) and changed to hospice for palliative care.